Event description:
It was reported that the user experienced hyperglycemia with glucose readings around 400 mg/dl and paused insulin delivery for approximately one hour after changing the infusion site, then administered 10 units of humalog by injection and later resumed pump insulin when glucose returned to range and stabilized. Symptoms included hyperglycemia. Outcomes included the need for corrective action by injection without hospitalization. Investigation included review of device logs and user follow-up. Investigation of this case revealed that insulin delivery cessation resulted from a user-initiated pause, with no reported device malfunction or confirmed infusion site failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.